Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument was stuck on arm1 and could not be removed. The customer noted that a part of the instrument broke off. The instrument tip was bent at an angle, and the customer was unable to straighten out the tip. The customer was able to manually rotate the tip to remove the instrument from the cannula. The customer was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.